Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable low calcium results for results for two patient samples from the cobas 8000 c 702 module. Patient 1 initial result was 1.5 mmol/l and the repeat result was 2.4 mmol/l. Patient 2 initial result was 1.4 mmol/l and the repeat result was 2.5 mmol/l. The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
There were multiple service actions performed on the instrument and all rinse tubings were changed. As the customer reported no further issues following the service actions, the investigation determined the issue with the tubings was the cause.